Event description:
The customer received questionable thyroid results for three patient samples from a cobas e602 analyzer. Of the data provided, the thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample and the free triiodothyronine (ft3) results for two patient samples were discrepant. The specific date of testing by the customer was not provided. The sample was submitted for preliminary investigation was tested on centaur, cobas e170, and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. (B)(4). Information concerning which results were reported outside the laboratory was requested, but was not provided. No action was taken and no adverse event was reported.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. A specific root cause could not be identified and no reagent issue was found. The free thyroxine (ft4) and thyrotropin (tsh) results were reproduced and an interfering factor was excluded.

Manufacturer narrative:
This event occurred in (B)(6).